Event description:
It was reported that outpatient infusion patients placed into the non-invasive needle after the blood drawn back, found that the non-invasive needle yellow butterfly wing parts of the blood oozing, judgment of leakage of the needle body has broken. Then explained to the patient's family members, and immediately for the patient to replace the non-invasive needle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.